Event description:
It was reported that tandem mobi pump issued cartridge alarm 30, and caller could not successfully reload original cartridge even after following instructions and continued to experience recurring cartridge alarms. There was no adverse impact to the customer's blood glucose level. Customer delivered a 9-unit bolus that completed successfully, then switched to multiple daily injections as backup therapy while technical support assisted with loading a new cartridge, arranged replacement of pump and cartridge, provided instructions for storage mode and return of problematic pump, confirmed shipping details, and advised customer to program settings and reconnect continuous glucose monitor on replacement pump.